Event description:
It was reported that during surgery, when the set screw driver was used, the ball-joint came loose and the set screw driver came apart. Delay of less than 30min reported. No injury reported. A back up device was available.

Manufacturer narrative:
The manufacturer has identified that this event should be re-evaluated for MDR reporting, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.